Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place where the patients ipg was explanted and replaced.

Event description:
It was reported that the patient is having the system explanted due to ineffective therapy as well as surgical site discomfort, especially when lying down. Surgical intervention may take place at a later date to address the issue. Related manufacturer reference number: 1627487-2023-04015.

Manufacturer narrative:
Date of event is estimated.